Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. Photo analysis: during the visual analysis, the following was observed: the photo shows a box with a label with the product code gst60b, lot # 568a40, exp. Date: 2028-03-15. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the lot reviewed, it was confirmed that the product is counterfeit.

Event description:
It was reported that the arrival of new devices were not from a johnson and johnson warehouse. There was no patient involvement. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Is a photo available of the product? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As no product or photo was returned for evaluation, the analysis of the complaint was limited. However, a DHR review was performed on lot 568a40, and the lot number 568a40 associated with the product code gst60b was not found in the quality tracking system. Based on the lot reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.